Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c stopper was defective / damaged. The following information was provided by the initial reporter: bung in syringe is mis-shaped and pulled back in the chamber. We have assessed this report and decided to fully investigate this incident. Any samples (used or unused) sent to smtl will not be made available to the manufacturer until our investigations are complete. On completion of the investigation, our report and any relevant samples will be made available to the manufacturer for their comments and/or actions.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - stopper defective / damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.